Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that when using th er420 the clips were not formed and were slipping off the tissue. The surgeon was using the device on the cystic artery and it required 2 or 3 clips until a clip would stay in place. The device continued to be used and a pre-loaded clip fell out of the device. An er320 was then used and the clips from this device were slipping off of the tissue. The case was completed with this same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m91a0e. The analysis results found that the er420 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.